Event description:
It was reported that after an unk procedure and after the administration, the pt had bleeding. The bleeding was controlled by endoscopic clipping. No re-operation required.

Manufacturer narrative:
Info not available, device not returned for analysis.